Manufacturer narrative:
The event was reported to have occurred at the end of (B)(6) or beginning of (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause and treatment were not reported. The patient's catheter was removed following the event to allow them to heal. It was not reported if the patient was recovered from this event. Additional information is not available.